Manufacturer narrative:
Device information for the other parts of the system: model number; pump: 72400098, balloon: 72400024. Lot number: pump: 176441017, balloon: 176435004. Catalog number: pump: 72400098, balloon: 72400024. Expiration date: pump: 05/22/2022, balloon: 05/30/2022. (B)(4). Manufacture date: pump: 06/2017; balloon: 06/2017,

Event description:
It was reported that the patient continued to have urinary incontinence following the placement of their artificial urinary sphincter.